Manufacturer narrative:
Case reference: (B)(4).

Event description:
It was reported that, the resin parts of a journey ii cr lock fem implant impactor broke. Incident occurred during a tka with instruments outside the patient, the broken piece did not fall into the patient. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Additional information in: results of investigation: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tabs on the top of the knob ring is fractured, no fractured pieces were returned, rendering the device inoperable. The device was manufactured in 2017 and shows signs of extensive use. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Internal complaint reference number: case-2020-00030338-1.